Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side ¿pain and asymmetry" and ¿CT scan which showed an intracapsular leak with a left leak and dislodging¿" device remains implanted.

Manufacturer narrative:
Newly received information confirms that the device associated with this complaint is not PMA approved and is no longer considered reportable to the FDA.

Event description:
Newly received information confirms that the device associated with this complaint is not PMA approved and is no longer considered reportable to the FDA.